Event description:
It was reported that the patient with this right ventricular (rv) lead has two leads that was dislodged again. Boston scientific technical service (ts) advised patient to contact clinic. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead has two leads that was dislodged again. Boston scientific technical service (ts) advised patient to contact clinic. This lead remains in service. No adverse patient effects were reported. Additional information indicated that the dislodgement was confirmed via fluoroscopy. This lead was surgically revised. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem.